Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between an unspecified number of minicaps and a transfer set. This occurred during peritoneal dialysis therapy. The caregiver (cg) stated that the minicaps did not lock completely into place on the transfer set. The cg further described that the minicaps twisted on and appeared to be functioning as intended, but when they checked, the minicaps were loose. The cg used surgical tape to keep the connection in place. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.